Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruding due to being dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.